Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was unable to enter MRI mode due to impedance issues. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the ipg pocket was opened, and it was discovered that two port plugs had fallen out of the empty port holes. New port plugs were opened and used to close the ports. Patient had good working impedances and effective therapy was restored post-op. The revision did not include replacing the leads or the ipg.